Manufacturer narrative:
H6 correction on the health effect clinical code. The manufacturing number is (B)(4).

Manufacturer narrative:
The product was not returned (implanted). Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
A patient underwent a gynecological procedure on (B)(6) 2009, during which a gynecare tvt-e was implanted. The patient later experienced a cystocele, incontinence, and menorrhagia. No additional information was provided.